Manufacturer narrative:
Philips service replaced the sap1 power and control unit without boards and tested the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table free floats every morning; reboot resolves issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.